Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of the event are consistent with the complaint. Console was sent back to field service for further investigation. The reported complaint could not be reproduced. While measuring the "5s" parameter using optical cavity found that the contrast and lamp power values were low than the specified values. The root cause for the low placement signal and suction alarms, was most likely due to the malfunction of the optical bench or its components. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed placement signal unreliable. The audio was disabled. Support was continued, and the patient was successfully weaned off the device.